Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event while driving on (B)(6) 2013 which required medical intervention. She reported receiving a blood glucose reading of 259 mg dl before driving. When then emts arrived, they tested the consumer getting a result of 31 mg dl on their unknown brand of glucose meter. The consumer did not perform a control solution test for integrity before use their initial as instructed in our directions for their initial use as instructed in our directions for use. The meter will be returned for evaluation. Test strips were discarded by consumer. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.